Manufacturer narrative:
Investigation results were made available. Additional: h2, h6. Correction: b4, b5, d1, d4, d11, g4, g7, h4, h10. D11: revitan prox. Spout 95; item#: 01.00401.095; lot#: 2277641. Event description: it was reported that during implantation of the revitan stem on the (B)(6) 2007, the patient suffered a bone fracture. The stem subsided during impaction, which led to a fracture of the corticalis at the height of the former passage of the dynamic hip screw. Review of received data: no further "due diligence" required as all required information to support the conclusion is available or was already requested, but not received. Surgical report, dated (B)(6) 2007: indication: patient fall on clear ice (B)(6) 2007 leading to a dislocated multifragment intertrochanteric femur fracture right, surgically treated the same day using a dynamic hip screw plate system. Delayed healing in the postoperative course with shortening of the right hip leading to a leg length discrepancy of 3.5 cm. Arthrofibrosis and limited range of motion and significant decrease of muscular function. Therefore, indication of total hip arthroplasty (tha) given. Description of procedure: during impaction of the distal revitan stem 16 with a 75 mm proximal revitan stem the stem subsided and the corticalis of the femur fractured at the height of the former dynamic hip screw. The stem was removed and replaced by a 20 mm longer proximal revitan stem. During insertion the fracture increased and the stem subsided again, therefore removal of the prosthesis once more. Change from a metaphysical anchorage to a diaphysical anchorage due to which an 18 diameter stem is chosen. Implantation of a 18/140 distal revitan stem with a 75 mm proximal revitan stem. Visit report, dated (B)(6) 2019: the visit report was reviewed, however no additional information regarding the intraoperative bone fracture given. Patient data: r.a., male, born (B)(6) 1942, 74 kg, 172 cm, bmi 25.0 x-ray review: ap pelvis overview, undated, pre-revision: enclosed dynamic hip screw plate system with medio-inferior displaced and rotated femur and lateral displaced fracture fragment of the greater trochanter. Partial bone bridging of intertrochanteric fracture. 3 intraoperative x-rays, image description is pixelated and cannot be read: resected femoral head and enclosed rasp 6 intraoperative x-rays, image description is pixelated and cannot be read: trochanteric fracture fragment reduced with a trochanter plate, two cerclage wires and a screw. There is no intraoperative x-ray showing the intraoperative bone fracture. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation all involved devices are intended for treatment. The product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics have met the specifications valid at the time of production. Conclusion summary: during revision surgery from a dynamic hip screw to a total hip arthroplasty there was a femur bone fracture and the stem subsided upon stem impaction. Based on the received surgical report the complaint can be confirmed. The device has not been received, therefore visual and dimensional examination could not be performed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation results did not identify a non-conformance or a complaint out of box (coob). Based on the available information it is possible that bony damage from the former hip screw in combination with the impaction led or contributed to the bone fracture, nevertheless an exact root cause could not be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4) . Note: the same patient also underwent revision surgery captured in: (B)(4) / 0009613350-2019-00578-2.

Event description:
Investigation completed.

Manufacturer narrative:
Concomitant medical product - medical products and therapy date detail of product: item number 0100401075, item name revitan prox. Spout 75, lot # 2324493. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Complaint linked to (B)(4).

Event description:
It was reported that during surgery the stem subsided during impact, which led to a fracture of the corticalis at the height of the former passage of the dhs. This led to a bone fracture, treat with a diaphysical distal anchoring.